Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the visit to the hospital and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient called to report that they needed a new controller because it is not working and the battery is not holding a charge. The patient further stated the controller keeps switching off and on and they get an error on the omnipod 5 app. The patient uses novo-rapid insulin in automated mode. The patient reported that their blood glucose (bg) level was going low 2.7 mmol/l (48.6 mg/dl) between 25 and 36 hours of wearing the pod on their abdomen. The patient sought medical attention on (B)(6) 2026. The patient reportedly experienced a seizure due to hypoglycemia, and when they woke, they were in the hospital. The patient was treated with a drip, but the patient did not know what medication was in the drip. The patient was in the hospital for 7 hours until their bg levels stabilized. The patient reported that they did not have the pod to return as it was discarded.